Event description:
During surgery, the sales representative reported that the pathfinder bone screw adjuster bent. The representative believed it was most likely from the impact of the hammer that the surgeon was using on the bone screw adjuster. This malfunction has been associated with an adverse event in the past. There was no reported harm to the patient or surgical delay.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.